Event description:
The advocate stated the customer opened a two new cartons of contour test strips and found the caps open on the bottles of strips.no adverse events were alleged.the test strips were returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They all gave error code e11, which indicates the strips were exposed to moisture. Retention lot gave satisfactory results.the intial reporter's address and phone number were not provided.